Manufacturer narrative:
The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no low battery alert and no off no power alarm noted. However, the insulin pump was received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was unknown mg/dl. The customer is calling a second time regarding low battery. Customer is call back because replacement battery cap did not resolve the issue. The battery currently use is aaa alkaline battery. The customer was advised the pump will need to be replaced. The customer was instructed to return pump with battery cap and batteries intact and to zero out basal rates.